Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 400 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer stated that she had a reaction to metal needle. Customer stated that she had blood work IV anti-biotic. Customer is wearing the pump at time of hospitalization. The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was unknown. Customer is sending emergency supplies. Customer stated that infections are not recurrent.